Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. Blood glucose level of the customer was 90 mg/dl. The customer was assisted with the troubleshooting. Changing the reservoir resolved the issue. The reservoir will not be returned for the analysis.